Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported that the had a cp pump placed for a critical patient with prior coronary artery bypass graft (CABG), myocardial infarction (mi), st-segment elevation myocardial infarction (stemi), and hypotension with ventricular fibrillation and defibrillation. The pump was placed and the pump was persistently in poor position and interfering with the mitral valve. The team also observed signs of hemolysis. The pump repositioning and other troubleshooting measures failed. The labs were hemolyzed. When imaging for the multiple organ failure the team also observed thrombus and embolic event to the superior mesenteric artery. The care was withdrawn after 2 days of support.

Manufacturer narrative:
The investigation of positioning issues, hemolysis, and positioning issues has been completed. The impella device was not returned for evaluation. Data review: data logs showed pump ran without issue during support. Hemolysis: based on clinical description, the root cause of hemolysis was most likely due to pump was not in the proper position. Positioning issue: the root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details.